Event description:
It was reported to covidien that the unit lacks segments of the upper part of the pulse rate side. No pt harm reported.

Manufacturer narrative:
Covidien confirmed the condition and isolated to the front board, which was replaced. (B)(4).